Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a broken connector. Analysis further noted that the upper case was dented and broken, the lower case was broken and contaminated, the battery release was contaminated, the ring cover and ring were missing, the battery drawer was dented and the serial number label torn. All found defective parts were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the epg (external pulse generator) has a broken ventricular connector. The epg was returned for repair and test/calibration. There was no patient involvement.